Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips.the complaint is not confirmed and a new issue was observed. All results were within the range specification and no errors were observed during control solution testing. Communication was successful from the meter to the communication port upon docking, however, meter memory download was unsuccessful. The meter was sent for further investigation. Upon visual inspection, traces of liquid contamination were observed in the printed circuit board (pcb).

Event description:
A health care professional reported a patients's high reading of 482 mg/dl when compared to a lab result of 213 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.